Manufacturer narrative:
The device was not returned for eval; we are unable to confirm any malfunction or other product condition that may have caused or contributed to the customer's high bg levels. We are unable to confirm the reported cannula kink or whether it contributed to insufficient insulin delivery. In addition, there is no indication that an occlusion alarm was initiated in response to the reported cannula kink, which should have occurred if insulin flow to the user was obstructed. Although, it cannot be confirmed through eval, the device is assumed to have been a contributing factor to the customer's high blood glucose levels based on the info provided in the report. Qualification records for the product lot were reviewed; all criteria were met. The omnipod user's guide emphasizes the importance of frequent blood glucose monitoring. In the case of a "high" readings it recommends, "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)...if you get a 'high check for ketones! Reading but have no symptoms of high blood glucose, retest with a new strip. If you still get a 'high check for ketones!' Reading, follow your healthcare provider's recommendation to treat hyperglycemia." Additionally, after any blood glucose reading over >250 mg/dl the user's guide advises removing and replacing the device after no more than four hours if blood glucose has not returned to target range by that time.

Event description:
Customer stated that yesterday when she placed the device (time unk), her blood glucose was normal then at 3:15 pm and also at 8:38 pm it measured "high" (>500 mg/dl). At 10:17 pm, it was 430 mg/dl. The customer reported that the cannula looks bent and she observed small drop of blood.